Event description:
A customer reported to beckman coulter that the coulter lh 750 hematology analyzer generated incomplete computation of differential results for one patient sample. Upon repeat, the instrument generated erroneously high ne% (neutrophil) and erroneously low ly% (lymphocyte) results without suspect messages or flags. The results were discordant to the manual smear results. No erroneous results were reported out of the laboratory, and there was no report of death, injury, or impact to patient treatment associate with this event. The field service engineer (fse) found all differential counts were below 5000. The fse replaced differential lytic pump and solenoid 63. He also cleaned shear valve cvl 85/126 which corrected the problems with differential counts and erroneous differential results. The service activity performed was verified per established procedures, and the results met published performance specifications.